Event description:
It was reported that the device had unresponsive keypad, unable to press. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.